Event description:
Note: the initial procedure and event dates are unk. It was reported to boston scientific corporation in 2009, that an ultraflex esophageal stent was placed in the esophagus of a male pt for the treatment of cancer. According to the complainant, the pt reported having difficulty swallowing. An esophagogastroduodenoscopy (egd) was performed as a follow-up. During the procedure, the physician placed the egd scope and found that the polyurethane covering on the stent had migrated off the stent and into the stomach. The metal stent had remained in place and did not migrate. The physician removed the polyurethane stent covering from the stomach with rat tooth forceps. The uncovered metal stent was left implanted. Another stent was placed within the existing ultraflex stent with no pt complications. At the conclusion of the procedure the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device model and lot number; therefore, the device expiration and manufacture dates are unk. (Retrieval of stent cover). The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info becomes available, a supplemental medwatch will be filed.